Event description:
A male patient presented to the physician for follow-up where it was noted that the patient has developed a type 1b endoleak. The patient is to undergo a procedure where a zenith extension will be placed. The original implant information is not available. No images are available.

Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Follow-up revealed a type 1b endoleak. Secondary intervention was scheduled for (B)(6) 2011. We are unable to discuss how the device contributed to the event with the limited information that was returned. Additional information has not been provided at this time. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.